Event description:
Pt reported her blood glucose levels dropping into the 40 mg/dl range (normal = 90-170 mg/dl) on 3 different occasions and was treated by family members putting sugar substances in her mouth. Pt alleged device was not delivering insulin correctly. Pt also reported a display problem and condensation in the cartridge chamber.